Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the pacemaker exhibited a high capture threshold. Programming changes were made and the patient's condition was stable throughout the procedure.